Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the patient sensitivity to materials or mechanical or chemical responses from the patient. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the customer was unable to use the magic 3 catheters because the lubricant caused the infection. Also stated that the water sachet was too hard to open and the customer spilled on cloths. Per customer via phone on 12jul2021, it was stated that the lubricated catheters caused the infections to the patient. Also stated that the customer had chronic infections and the lubricant was making them worse and more frequent and treated with antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer was not able to use the magic 3 catheter because the lubricant caused infection. Also stated that the water sachet was too hard to open and customer spilled on cloths. Per follow up on 12jul2021, customer stated that the lubricated catheters caused infections to the patient. Also stated that patient had chronic infections and the lubricant was making them worse more frequent and treated with antibiotics.